Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer's mother reported the insulin pump kept alarming sensor error. Customer's mother reported that she has gone over her technique with diabetes educator and was informed that she was doing the process correctly. Customer's mother stated it might be an issue with the transmitter or connection. Troubleshooting was performed. Customer's blood glucose level was 230 mg/dl. Alarm and possible causes were explained to the customer. Alert was verified. The sensor was inserted on (B)(6) 2014, on the abdomen. Sensor appears to be fully inserted and flushed to the skin. Alert occurred while customer was sleeping. Insertion site and taping techniques were reviewed. Customer's mother is unable to load to carelink. Customer's mother performed "test plug" test on the transmitter and determined it was functioning correctly. Customer's mother was advised issue might be with the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.